Event description:
The co repair technician reported an infusion pump with defective main batteries. Info was not provided regarding whether or not the failure occurred during an infusion. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last co service event. Although co attempted to obtain info, details were not available regarding add'l contact info, pt demographics, medication invovled, or pump programming. No additional info is known.